Manufacturer narrative:
The insulin pump powered up properly and no failed battery test alarm was noted during testing. All operating currents were within specification and the insulin pump passed the displacement test and the self test. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a failed battery test alarm. Customer's blood glucose level at the time 132mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.